Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered a shock. A review of the electrogram (egm) noted noise on the right ventricular (rv) lead as well as a fault code indicating a low out of range shock impedance measurement during the shock delivery. Boston scientific technical services (ts) recommended both the device and lead be removed as therapy cannot be guaranteed. A revision procedure has been planned. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information has been received that this device was explanted. At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.